Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10516. It was reported the patient began to receive inadequate therapy after experiencing a fall. In turn, the patient may undergo surgical intervention on a later date.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-10516. Follow-up revealed the positioning of the patient's leads was revised on (B)(6) 2018. Surgical intervention addressed the patient's issue.